Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. The errors were cleared to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation, stryker observed that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no harm to the patient as a result of the reported event.